Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor reader was hot to touch. The patient was advised to unplug the remote monitor and keep it unplugged. The patient was also informed that reader being hot was a hazard. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.